Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the device and did not duplicate the reported unit shutting gown however he did see that the unit had low exhaled volumes. The low exhaled volumes were a direct result of a physically broken exhalation valve receptacle. Carefusion field service representative was not able to identify how exhalation valve receptacle broke. The carefusion field service representative replaced the exhalation valve receptacle prior to running device through a complete operational checkout per the service manual to ensure the device meets factory specifications. Upon completion the device was released back to the customer ready to be placed back into service. Carefusion has requested from the user facility additional information concerning the reported event and the condition of the patient. As of (B)(6) 2015 ther has been no response form the user facility.

Event description:
The user facility claims this unit shut down while on a patient and started back up like it was just power up, they claim there was no volumes readings. The biomed reported that the patient was placed on another ventilator and there was no patient harm.